Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 400 mg/dl. Customer declined to troubleshoot for high blood glucose. Customer reported that retainer ring of insulin pump was missing and reservoir was able to lock in place. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with missing reservoir tube o-ring, broken belt clip rails and cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted. (B)(4).